Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customers blood glucose level was 183 mg/dl at the time of incident. The customer reported that the insulin pump had flashing white light. Advised the pump will need to be replaced and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to verify missing segments/partial display and perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display.